Event description:
It was reported that the ventilator shut down with an audible alarm while connected to a patient. No patient harm reported.

Manufacturer narrative:
The initial medwatch report had stated the ventilator had an audible alarm when it shut down. Further information from the customer claimed that there was no audible alarm when the reported problem occurred.

Event description:
The patient woke up after the ventilator had shut down with no audible alarm. The patient did not show any signs of distress or shortness of breath and was placed on a back-up ventilator. The ventilator displayed reset after it was powered back on again.